Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps pat doyle reported tracker arm moved too fast; pka. Resolution: mps pat doyle reported to fse craig harvey that system was working with no issues after restarting. Update: case was converted to manual. Patient was under anesthesia. Delay was 30 mins.

Event description:
Gsp 166720: mps (B)(6) reported tracker arm moved too fast; pka. Resolution: mps (B)(6) reported to fse (B)(6) that system was working with no issues after restarting. Update: case was converted to manual. Patient was under anesthesia. Delay was 30 mins.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: mps (B)(6) reported tracker arm moved too fast. Device evaluation and results: per gsp 166720: mps (B)(6) reported to fse (B)(6) that system was working with no issues after restarting. Product history review: a review of device history records shows that on 04/12/2018 1 device was inspected and 1 device was placed on: qt18-04-0007, qt18-03-0073. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209999 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.